Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and hyperglycemia. The customer blood glucose levels ranged from 546 mg/dl to 45 mg/dl. The customer had highs and lows that could sneak up on him. The customer could have lows and highs at night while sleeping and wake up with a blood glucose levels over 200s mg/dl. The customer also experienced neuropathy. The customer also reported that the insulin pump had rejected new batteries, had diminished battery life, was dying before a week, had scratches on the insulin pump that made it harder to read at times, act button was harder to press at times, had unexplained no delivery alarms and had e code errors. The insulin pump will not be returned for analysis.